Event description:
It was reported to philips that the pins on the battery pca were bent. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.